Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for therapy indication ¿gastrointestinal/ pelvic floor¿ reported that with her first implant (implanted (B)(6) 2010), when she got in a car and had the car seat a certain way and changed position she felt a ¿good jolt.¿ for example, when they went over a pothole they felt an extra jolt. The patient stated they had learned to turn stimulation down, which resolved this issue.